Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. H4: device mfg. Date investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the controller ((B)(6)) and three (3) batteries ((B)(6)) were returned for evalua tion. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of the returned batteries revealed worn damage on the batteries¿ connectors. The observed damage did not affect the functionality of the device. The worn connector did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. The batteries were able to fully charge on the test battery charger; however, functional testing revealed abnormalities related to the relative state of charge (rsoc); the batteries were not estimating the capacity accurately. This is an additional observation not related to the reported event. The most likely root cause of the observed abnormal relative state of charge event can be attributed to an estimation error. Failure analysis of the returned controller revealed bent pins within the power port one (1) and the serial port. The bent pins in the serial port did not allow a data cable to properly connect to the controller and the bent pins in the power port did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. Additionally, visual inspection revealed contamination within both power ports and the serial port. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination within the controller ports event can be attributed to handling of the device. During supplemental testing, the bent pins in the serial port were re-aligned and the log files were able to be downloaded. Log file analysis was performed and no anomalies were observed within the analyzed period related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of the reported bent socket pins within the serial port connector is attrib uted to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The most likely root cause of reported bent socket pins within the power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. These misalignments results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the reported damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery cables and metal serial port connector on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 01-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c10 h6: FDA conclusion code(s): d01, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 01-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c10 h6: FDA conclusion code(s): d01, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 01-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c10 h6: FDA conclusion code(s): d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reported that the controller exhibited unstable/poor mechanical connection as there were bent pins on the power and data port which was caused by the nursing staffing forcing connection of the battery and data cable. It was further reported that upon connection to a power source, a bent pin issue was created rendering one of the two power ports ineffective. The data cable pin was bent due to attempts that were made to reconnect a power at the bent pin site. Plastic excoriations were noted on three of the patient's batteries which were removed from circulation and replaced with alternative batteries for the patient. Of note, as there were two of the ports on patient's primary controller that were ineffective, a controller change was performed, and the patient tolerated the procedure well; the controller restarted pump on first attempt. The controller and three batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: 30-jun-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 24-jun-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: 30-jun-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: 25-jun-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: 31-jul-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 28-jul-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.